Event description:
Boston scientific received information that the patient received two inappropriate shocks due to supraventricular tachycardia (svt) that started in the monitor only zone and accelerated into the ventricular tachycardia (vt) zone. The device was reprogrammed from two to three zones. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.